Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qa performed retained testing to confirm the reactivity of the k antigen. Results were satisfactory. Customer contacted ocd for assistance troubleshooting. Customer does not believe there was a deviation with the prod.